Manufacturer narrative:
This is an initial report. The customer's meter has been requested for investigation. A follow up report will be submitted if the meter is received. Customers and retailers have been informed.

Event description:
A customer reported that the unit of measurement setting of their freestyle flash blood glucose monitor changed from mmo/l to mg/dl. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.